Manufacturer narrative:
An update was received from the facility. They advised that the patient had soreness to their back and received no medical intervention. They were seen at the emergency room and released. The facility also stated they would return the lift to invacare for evaluation. Once the lift has been received and evaluated, a supplemental record will be filed.

Event description:
A facility administrator reported that while two staff members were using the rpl600-2 lift to transfer a resident, the bolt and nut which secure the hanger bar to the boom disconnected, causing the hanger bar to detach. The resident fell to the floor and sustained sprains.

Manufacturer narrative:
The lift was returned to invacare for evaluation, which was completed on 09/22/2023. During the evaluation, it was observed that there was hardware in place within the hanger pin on the hanger bar, and this hardware did not appear to be damaged. However, a separate bolt and washer were also returned, and based on the damage, this bolt seems to have been the one involved in the incident. Based on these observations, it seemed likely that a scale was attached to the boom during the incident. Then the hanger bar would have been mounted to the scale. A follow up was made to the facility and they confirmed that a scale was attached to the lift at the time of the incident, and the damaged bolt was the bolt used to mount the scale to the boom. It was confirmed that the threads of the bolt were damaged and flattened, and the nut that attaches to the bolt was missing. Also, the u-bracket on the boom that the bolt goes through was bent and scratched. These observations are consistent with the nut backing off the bolt, causing the hanger bar to fall and bend the bracket. As previously stated in the initial medwatch, this issue has already been investigated and corrective actions implemented.

Event description:
A facility administrator reported that while two staff members were using the rpl600-2 lift to transfer a resident, the bolt and nut which secure the hanger bar to the boom disconnected, causing the hanger bar to detach. The resident fell to the floor and sustained sprains with soreness to their back. They received no medical intervention. They were seen at the emergency room and released.

Manufacturer narrative:
The facility administrator advised that the lift had been used on multiple residents, all of whom were within the weight parameters of the lift. They also advised that the facility staff inspected the hardware prior to use on (B)(6) 2023, and it was part of a monthly maintenance inspection that was last completed on 05/31/2023. No abnormal findings were identified during either of these inspections. Following the incident, a review of the bolt showed some abnormalities to the threads, which was confirmed in a photo provided by the facility. The facility advised that the lift is not currently functional; when the bolt and nut separated and the resident fell, the bracket where the bolt had been attached bent, so they will have to replace the whole lift. The facility has been asked to clarify if the resident received any treatment for the reported sprains. They were also asked what part of the resident's body was sprained and if they were they admitted to the hospital or released from the ER the same day. It was also requested that the facility provide additional photos of the lift and/or a return of the lift for evaluation. Multiple attempts have been made to obtain these details without success. The rpl600-2 user manual provides a maintenance safety inspection checklist which provides a list of items that should be inspected/adjusted monthly, including all hardware and hanger bar supports on the boom. The lift was manufactured in march 2012, making it over 11 years old at the time of this event, which exceeds its expected service life of 8 years, as defined in the manual. Since the lift is not currently available to be inspected by invacare, the cause of the failure is not definitive. However, based on the information provided, the described failure is consistent with one that has been previously identified and investigated. It was determined that the root cause of the failure was an inadequate joint design at the hanger bar attachment point. Multiple contributing factors were also noted, including lack of torque specifications during manufacturing and conflicting information in user instructions. Corrective actions were implemented, including a redesign of the joint, updates to the work instructions to specify appropriate torque, updates to user instructions, and working with the scale supplier to redesign the mounting bracket. The device in this investigation was manufactured prior to these corrective actions. The subject rpl600-2 lift was manufactured at invacare suzhou, which is no longer in business. The current manufacturer of the lift is invamex, so their registration number is being used for the MDR filing. If additional information becomes available, a supplemental record will be filed.

Event description:
A facility administrator reported that while two staff members were using the rpl600-2 lift to transfer a resident, the bolt and nut which secure the hanger bar to the boom disconnected, causing the hanger bar to detach. The resident fell to the floor and sustained sprains. The resident was taken to the emergency room, but it is unclear if they received any medical treatment.